Event description:
"Dissection: the relay pro stent-graft was implanted in the patient who developed type b dissection at the end of february. Initially, it was planned to implant two stent-grafts on top of each other. However, when the proximal portion of the stent-graft concerned was attempted to be deployed, the stent-graft was pulled towards the greater curvature side, which resulted in a bird-beak configuration. Another stent-graft was therefore added as the third stent-graft. After that, post dilatation was performed using a balloon catheter to suppress the bird-beak configuration, and the procedure was completed. One week later, a postoperative CT scan revealed retrograde type a aortic dissection (rtad) (no endoleak). Although the patient did not have any symptoms, the patient had neck pain on the day of surgery or the next day. It is assumed that rtad might have occurred at that time. Toral arch replacement (tar) was performed on the same day that the rtad was identified. The distal end of an artificial vessel was anastomosed to the proximal end of the relay pro stent-graft concerned, and the procedure was completed. The patient's condition is favorable and will be discharged soon. Physician's comments on causality: after the relay pro stent-graft was implanted, rtad occurred near the proximal end of the stent-graft. Physician's comments: the following two points are possible causes: 1. The balloon catheter was used for post dilatation to suppress the bird-beak configuration, but it should not have been applied to chronic dissociation. 2. Since the third stent-graft, which was one size larger, was added to the proximal portion of the stent-graft concerned, excessive size of the additional stent-graft may be the cause. Operation type: stent-graft implantation blood loss: unknown ancillary devices used: relay pro stent-grafts (28-n4-24-159-24u, 28-n4-30-209-26u) no image available due to hospital policy pre-case plan available (see the attached schema) additional information will be able to be obtained (tc# (B)(4). Patient outcome: "the patient recovered."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.